Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to implant an everflex entrust for the treatment of a 200mm+ calcified plaque lesion with 95% stenosis in the iliac artery, superficial femoral artery and the popliteal artery. There was moderate tortuosity and severe calcification. The artery diameter was 5mm. A 6fr non medtronic sheath and a 0.035 guide wire were used. No embolic protection was used. The thumbscrew/lock-pin checked for securement prior to procedure. The vessel was pre-dilated with a 5mm pta. The device was prepped as per the IFU with no issues identified. The lock-pin was removed once the entrust was in position. No resistance was encountered while advancing the device and the device passed through a previously deployed stent.  It was reported the physician started deployment in the right popliteal artery. With 2 stent rings deployed, the wheel become difficult to rotate and snapped. The handle was opened and the gold part was stabilized while the remaining wire was pulled. No further deployment occurred. They then decided to pull the device back to the sheath in an attempt to pull it into the sheath. From popliteal to femoral artery, they were able to pull the device back but very little constraining occurred at the sheath. They then decided  to remove both the device and sheath. The sheath came back first which deployed more of the stent. The right external and common iliac had elongated stent deployed. The remainder was over the bifurcate into the left common iliac. The rest of the deployment device and sheath were removed and the stent was deployed. They replaced the 6fr 45 with a 6 fr 60 sheath, and regained position and it was observed that there was little to no flow in the tibials. At which point the two physicians decided to end the procedure. No patient injury reported for this event

Manufacturer narrative:
Image review: three images were returned by the customer for evaluation. The first image likely shows the previously placed stent in the popliteal/sfa and is not the everflex entrust. The right to left image shows a partially deployed stent from the r common or external iliac and extending to the left common or external iliac. Third image shows a partially deployed stent product analysis: the strain relief was not returned with the device. The stent was not returned. The handle was returned in two parts, the isolation sheath was in two parts and was separate to the disassembled handle and the deployment wheel and pull wire were detached from the silver retractable isolation sheath. The device was returned with damage to the blue outer and to the gold isolation sheath, a kink was observed on the gold isolation sheath at approx. 32.8cm when measured from the proximal luer and bunching on the sheath. Kinks were observed on the silver inner sheath at approx. 11.3cm, 18.8cm, 60cm, 71.8cm, 81.2cm, 88.7cm, 94.8cm and 104.5cm from the distal end of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.